Event description:
It was reported that a shock occurred with the tandem-provided charging supplies. There was no reported impact to the customer¿s blood glucose level. Technical support resolved the issue by initiating a return and replacement of the tandem charging supplies.